Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap auto biflex device's sound abatement foam. The patient has alleged cancer (primary malignant neoplasm of prostate), biochemical recurrence (primary malignant neoplasm of prostate, sigmoid colon adenocarcinoma, exacerbation of dysfunction erectile following of radical prostatectomy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-00544. This report was submitted as a duplicate report of the previously submitted report.